Manufacturer narrative:
Additional information: h6 (update codes), h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d4, d9, h3, h6 (update codes), h11. H11: the device was received for evaluation. Visual inspection was performed which showed that the wing was broken off. The reported condition was verified. The cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ring of a 2.0mm coupler fell off. The coupler was loaded into the applicator correctly; however, when the guard was removed one of the rings just fell off. This occurred during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.